Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Original message-----sent: friday, (B)(4) 2015 4:25 pm subject: cns product complaint (B)(4). Hi I received a product complaint code 826631 desc: microsensor lot cthbp8 hospital rvh it is alleged that upon insertion of a microsensor the icp reading increased significantly. This was removed and a new microsensor with the same lot was inserted. Icp insertion training was talking place and it is alleged the prob could not find the initial drill hole for insertion a number of times. Product will be sent for evaluation. No adverse event. Sent from my (B)(6). On (B)(6) 2015 per rep, the 2nd microsensor with the same lot number was successfully inserted with a delay of several minutes.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the device was returned and evaluated by the supplier. The supplier's evaluation included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The evaluation of the returned device found that there was no visible damage to the sensor, catheter material or connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift test. The supplier was unable to confirm the reported issue. The instrument functioned as intended. The supplier was unable to confirm the reported issue. The instrument functioned as intended. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.